Manufacturer narrative:
The evaluation of the returned portions of the percutaneous lead confirmed an issue that would have contributed to the reported low speed operation alarms and interruption in pump function. A distal end percutaneous lead replacement was performed on (B)(6) 2015 and approximately (B)(6) inches of the external portion/distal end of the lead was returned for evaluation. The previous percutaneous lead replacement performed on (B)(6) 2013 was present on the lead. Continuity testing of the lead in the condition it was received revealed that the brown wire was an open circuit. A small cut in the outer silicone sleeve was observed adjacent to the proximal side of the repair site, which had been repaired with silicone glue and tape. Breakdown of the braided shield was observed on either end of the repair site and visual examination of the wires revealed that the brown wire was completely fractured at the distal end of the repair site. The observed wire damage appeared to be the result of repetitive flexing in this area. The alarms did not resolve following the percutaneous lead replacement and the pump was exchanged on (B)(6) 2015. Examination of the returned device did not reveal any depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The percutaneous lead was returned cut approximately (B)(6) inches from the pump housing and the remainder of the lead was returned in one segment. Continuity testing of the returned portions of the lead revealed that all wires were electrically intact. Examination of the returned portions of the original lead portion that was internal to the body revealed breakdown of the braided shield approximately (B)(6) inches to (B)(6) inches from the pump housing. A breach in the orange wire insulation was found approximately (B)(6) inches from the nipple of the pump housing, exposing the underlying metal conductors. The exposed conductors showed evidence of corrosion consistent with an electrical short. The observed wire damage in this area appeared to be the result of fatigue failure due to abrasion against the braided shield. The brown wire represents one of the two redundant wires that comprise phase 2 while the orange wire represents one of the two redundant wires that comprise phase 3 of the three phase motor. If the exposed conductors of the fractured brown wire on the external portion of lead or the breached orange wire on the internal portion of the lead contacted the braided shield while operating on a tethered power source (such as the power module), the resulting short to ground would have caused the reported interruption in pump function, which was confirmed through the submitted system controller log file. Prior to the percutaneous lead replacement performed on (B)(6) 2015, an interruption in pump function could have also potentially been caused by a phase-to-phase short, which would occur if the exposed conductors of the two wires made simultaneous contact with the braided shield while operating on tethered power or battery power. Device history records were reviewed and showed no deviations from manufacturing or qa specifications.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The device was returned for investigation. The evaluation is not yet complete. The external percutaneous lead repair referenced was reported under MFR report # 2916596-2013-01182. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient was admitted to the ward on (B)(6) 2015 due to low speed operation alarms. The pump was not able to maintain the fixed speed while connected to the power module. The patient was asymptomatic. The percutaneous lead was evaluated on (B)(6) 2015 by the manufacturer's technical services representative and a broken brown wire was identified during continuity testing. Since a previous repair had occurred, it was determined that the entire distal portion of the percutaneous lead would be replaced. After the repair was completed, pump stoppage events recurred. A brief continuity test of the percutaneous lead re-confirmed that the brown wire was still broken. The patient received a subsequent pump exchange on (B)(6) 2015. No further information is available.